Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that an unspecified amount of tampons have had issues with the string completely detaching from the tampon leaving the pledget inside her vaginal cavity. She stated removal of the pledget was uncomfortable. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.